Manufacturer narrative:
The philips field service engineer (fse) went onsite and talked to the customer. After checking the device in question the fse found that the access points (ap) from the customer network are configured wrong. After the customer it department changed the configuration of the ap's the reported issue was solved. Based on the information available and the testing conducted, the cause of the reported problem was a wrong configuration of the customer access points. The reported problem was confirmed. The device was operational to its specification after the configuration for the ap of the customer network was changed. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the tele boxes could not communicate with the central station. The device was in use on a patient. There was no report of patient or user harm.